Event description:
It was reported that in 2011 the patient underwent the surgery with the small xia. The surgeon confirmed x-ray on (B)(6) 2014 that the connector broke. Therefore, the surgeon performed the revision surgery on (B)(6) 2014.

Manufacturer narrative:
Method: device history review; complaint history review; results: the most likely cause of the reported event is the configuration of the construct creating a large bending moment, which can lead to the eventual fatigue fracture of the connector. Conclusion: the customer reported xia 4.5 extended connector small breakage was confirmed via the correspondence and inspection of the received implant. The event resulted in a revision surgery, which is in line with the referenced risk table. Correspondence with the sales rep confirms that the extended connectors used in many constructs are assembled in an attempt to fix a thoracic scoliosis curve. They have been assembled in a manner that allows for a large bending moment to exist as the rod and extended connector span multiple non-fixed levels. This type of configuration can produce a great deal of load on the construct, leading to fatigue fractures. A material analysis performed on a similar case confirmed that the connector in that investigation experienced a fatigue breakage. The construct in that investigation was assembled with no additional fixation to the spine in the region that spans most of the curve. It is stated in the IFU that these devices cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. No manufacturing issues were identified during lot review.

Event description:
It was reported that in 2011 the patient underwent the surgery with the small xia. The surgeon confirmed x-ray on (B)(6) 2014 that the connector broke. Therefore, the surgeon performed the revision surgery on (B)(6) 2014.